Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2014. The cause of death was end stage renal disease, calciphylaxis, hyper parathyroidism, diabetes, and per death certificate, manor of natural causes. The customer had a heart attack, bypass surgery, and, one year prior to passing, a blood clot went to his brain. He was on dialysis for years, had a stroke, and an infection in the legs. The customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death; it had been removed a year prior to passing. The customer's blood glucose was fluctuating and he was in and out of hospitals due to the above mentioned issues, so his doctor took him off insulin pump therapy and put him on pens. The customer did not use sensors. The caller does not have the insulin pump for return; it may have been discarded. The insulin pump information used on this medwatch report is the last known issued insulin pump to the customer.